Event description:
It was reported the right atrial (ra) lead displayed high impedance and there was a switch in polarity. It was also reported the right ventricular (rv) lead displayed unstable thresholds, high impedance, and loss of capture. Additionally, it was reported the leads were fractured. Output on the rv lead was increased and the parameter was changed to unipolar in order to maintain capture. Ultimately, the leads were inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.